Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A lead fracture was suspected. Physician then decided to surgically abandon this rv lead. During the same procedure the device was also exchange in order to minimize the risk of infection by re-inserting a device that has been out of the body for even a short period of time. No additional adverse patient effects were reported. Lead wont return for analysis as it was capped.